Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part # 00801803604/ femoral head / lot # 61437283, part #00875705601/ cluster shell / lot # 61903786, part #00771101520 /m/l taper/ lot # 61712783. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2020 -01010

Event description:
It was reported the patient underwent a closed reduction procedure due to dislocation 3 days post-implantation. Subsequently, the patient underwent a hip revision surgery 6-months post-implantation due to dislocation and avulsion of the abductor repair. Head and liner were revised. Attempts have been made and additional information on the reported event is unavailable at this time.